Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, patient dissatisfaction with procedure outcome, malignant neoplasm, necrosis, anisomastia, hematoma, infection, cutaneous contour deformity, late onset seroma, device migration, rupture/deflation (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a database related research activity (drra). Lot, model and catalog number are not available, but the suspected mentor device possibly associated with reported adverse events: unknown mentor breast implant in the absence of clarifying information, the devices will be reported with and indicating gel devices. If additional information is received confirming gel or saline, a supplemental report will be sent this report captures the data submitted to (B)(6), from october 1, 2021, through december 31, 2021 and includes reasons, complications, device problems, and patient requests that led to re-operations involving mentor implants vs non-mentor implants during that time period. Adverse event(s) reported for mentor implants associated with re-operation from (B)(6) 2021: qty unk: capsular contracture (82.35%). Qty unk: hematoma (1.68%). Qty unk: infection (3.36%). Qty unk: seroma (0.84%). Qty unk: skin necrosis (4.20%). Qty unk: wound problems (7.56%). Qty unk: device migration/implant malposition (44.15%). Qty unk: suspected/actual rupture/deflation (33.51%). Qty unk: wrinkling/rippling (22.34%). Qty unk: change shape/size/style (54.59%). Qty unk: correction of asymmetry (25.00%). Qty unk: ptosis (19.19%). Qty unk: need for biopsy/tumor (4.35%). Qty unk: recurrent cancer (2.17%).